Event description:
During an endoscopic variceal ligation (evl), the physician used a cook 6 shooter saeed multi-band ligator. Upon deploying the 4th band, the 4th and 5th bands deployed at the same time (see MDR 1037905-2015-00043). The string on the 6 shooter broke and the 6th band was not able to be deployed (see MDR 1037905-2015-00044). The physician used another device of the same type to complete the procedure with no further complications. No harm to the patient and no additional procedures or intervention were required. Other than the bands that deployed, a section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved were not returned for evaluation. A definitive cause for the reported observation could not be determined. If extreme pressure was applied to the handle in response to resistance this could contribute to trigger cord breakage. The instructions for use states: it is vital that the integrity of the working channel is intact as grooves or other obstructions in the working channel can potentially cause the string to catch, resulting in band deployment difficulties or damage to the trigger cord. The instruction for use states: use of an endoscope in a sound state of repair is a prerequisite for a successful multi band ligation procedure. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Correction action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.